Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 600 mg/dl and diabetic ketoacidosis on (B)(6) 2016. The patient experienced excessive urination and extreme thirst. Prior to the hospitalization, the patient attempted to treat via manual insulin injection and insulin pump bolus. At the time of call, the customer was receiving hospital treatment. Troubleshooting was initiated for the high blood glucose. The device settings were programmed accurately. The insulin pump was able to prime. A high pressure test was also successfully completed. His blood glucose inevitably decreased to 142 mg/dl. The insulin pump was not returned for analysis.